Event description:
It was reported the pt experienced a shocking or jolting sensation in the pocket whenever the stimulator was on. An x-ray was taken. The pt is scheduled for a revision/replacement surgery. Additional info has been requested from the hcp, but was not available as of the date of this report.